Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges bone and tissue loss, limited mobility, ambulation and motion restriction, unable to get out of bed without pain medication, and inability to perform adl and role as a parent and wife due to the injuries she sustained from the failed hip implant. After the review of medical records for reportability, it was stated that the patient was revised to address failed left total hip arthroplasty with metallosis. Revision notes reported black titanium wear, little motion at the trochanter but was not displaced and little notching from the acetabular component on the shoulder. Clinic visit reported pain, elevated metal ions,and metallosis. It was also stated that there was a rerevision on (B)(6) 2017 but there is no information provided for the rerevision. Doi: (B)(6) 2006; dor: (B)(6) 2016; left hip. Please see (B)(4) for the rerevision.